Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed high out of range pace impedance measurements. All other lead measurements were reported to be normal. The system will continue to be monitored. There were no adverse patient effects.